Manufacturer narrative:
The t:slim user guide states: your t:slim pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred during bolus deliveries. The customer's blood glucose level was not impacted. Reportedly, the customer wears their pump against their skin and the pump was exposed to water. Tandem technical support educated the customer in regards to occlusion alarms. As the pump supplies in use during the occlusion alarms had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.